Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of damage, which agrees with the reported complaint condition. The distal external threads are stripped / worn. Functional test: unable to perform as plate involved in the event was not returned. However the post manufacturing wear on the external distal threads would contribute to the reported complaint condition of not threading with a plate smoothly or easily. DHR review: the returned device was manufactured in november 2015. A review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: the major thread diameter measured 7.34mm which is within specification investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.614.017. Synthes lot number: t130088. Release to warehouse date: 30-nov-2015. Manufacture site: tuttlingen. Part expiration date: n/a. List of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a routine inspection of consignment sets, the threads on the distal tip of the holding sleeve with thread were damaged, so the unknown screw implant would not thread onto the holding sleeve smoothly or easily. There was no patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4).